Event description:
It was reported that the device was explanted, due to unknown reasons. The date of explant and implant duration are unknown. It was also reported that the patient has expired, and the patient was noted to have pneumonia and sepsis. However, the cause of death remains unknown. No further details regarding the reported events were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had a device implanted; (B)(4). Two requests were made to the health-care provider (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.